Manufacturer narrative:
(B)(4). Date sent: 4/27/2026. D4: batch # 746d13. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and no anvil present. The washer was not received and there were staples present. When the battery was installed, the green checkmark does not illuminate, indicating that the device had not been fired. A new washer was placed on a test anvil. The device was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 746d13, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/27/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # a98u1f. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lar case, and as usual, connected the anvil to the body and proceeded to close it. However, the anvil didn't enter the body, leaving a gap and preventing complete closure. She repeated the process of result, the body was replaced with a new product, and the case was completed by connecting in to the existing anvil that had already been anastomosed to the tissue. No patient consequences were reported. The surgeon has been using cdh29p for four years.